Event description:
It was reported by a family member that this patient died approximately 7 hours after the implant of this implantable pulse generator (ipg). The patient had been discharged from the hospital following implant and died at home. Emergency call system was used but the patient was deceased upon arrival. The patient's body was submitted to the forensic department but due to patient medical conditions and patient age, no autopsy was performed. The device was not explanted.

Manufacturer narrative:
The patient's past medical history was significant for esophageal cancer, diabetes and open heart surgery. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: competitor implantable pacing lead, implanted (B)(6) 2013; competitor implantable pacing lead implanted, (B)(6) 2013. (B)(4).